Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified a body break between the input connector and the control knob, and the laser fiber was tested and most of the output escapes from the fracture location. It was also reported that the glass cap exhibited no devitrification and there were no signs of charred detritus adhesion on its surface. It is likely that procedural handling of the device during set-up or use like excessive manipulation/rough technique contributed to the fiber body break, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Bsc aware date: 6/19/2023.

Event description:
It was reported that, during a photoselective vaporization of the prostate for procedure for benign prostatic hyperplasia, it was observed that the aiming beam was not visible from the tip of the fiber and that the grip was glowing red. After the laser was irradiating energy for approximately six seconds, the grip was hot. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified a body break between the input connector and the control knob, and the laser fiber was tested and most of the output escapes from the fracture location. It was also reported that the glass cap exhibited no devitrification and there were no signs of charred detritus adhesion on its surface. It is likely that procedural handling of the device during set-up or use like excessive manipulation/rough technique contributed to the fiber body break, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate for procedure for benign prostatic hyperplasia, it was observed that the aiming beam was not visible from the tip of the fiber and that the grip part was glowing red. After the laser was irradiating energy for approximately six seconds, the grip was hot. The procedure was completed using another fiber. Product investigation confirmed a fiber break. There were no patient complications.